Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump would not turn back on. There was no reported impact to customer's blood glucose. No additional patient or event information was available.

Manufacturer narrative:
On december 23rd, additional information was received stating that that the pump successfully turned on when connected via a usb cable. On december 23rd, additional information was received stating that that the pump successfully turned on when connected via a usb cable.